Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise and overersensing was observed due to myopotentials. The physician elected to keep the original programming. The patient experienced no adverse health consequences.